Event description:
In april 2002, the patient was seen at the implant center by a company representative for device evaluation due to reported lack of patient's progress. At that time, testing confirmed that device was functioning. However, the parents requested revision surgery to explant the device. The patient was reimplannted with another clarion device.